Manufacturer narrative:
The device is unavailable.

Event description:
It was reported that the distal part of delivery wire broke during positioning of the stent. There were no reported clinical consequences to the patient due to this event.

Event description:
It was reported that the distal part of delivery wire broke during positioning of the stent. There were no reported clinical consequences to the patient due to this event.

Manufacturer narrative:
Analysis of the returned device found that the trevo provue core wire was returned in two fragments. The proximal fragment was approximately 16.8cm in length. The distal section (including the trevo stent) was approximately 166.5cm in length. Further analysis revealed slight bending and ductile dimples at the fracture site. Due to the nature of the complaint the functional testing was not performed. Based on the location of the fracture at the proximal end of the delivery wire, it appears the fracture occurred outside the patient. It is likely that the break was due to a combination of tensile and bending forces applied to the delivery wire during positioning of the stent. Therefore, a probable cause of handling damage was assigned to the reported event and analyzed anomalies.

Manufacturer narrative:
Expiration date : added manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned, therefore neither physical nor functional evaluation could be performed. Based on the information currently available an assignable cause for this event cannot be determined.

Event description:
It was reported that the distal part of delivery wire broke during positioning of the stent.there were no reported clinical consequences to the patient due to this event.